Manufacturer narrative:
Kci has not been able to obtain sufficient info to establish a root cause. There have been several attempts made to gather add'l info, but there has been no response. On (B)(6) 2012, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specs. On (B)(6) 2013, the device was returned to kci for eval. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Event description:
The following info was reported to kci by the nurse: on (B)(6) 2013, v.a.c. Therapy was placed on hold due to necrotic tissue within the wound. On (B)(6) 2013, upon f/u, the nurse stated the pt was admitted to the hospital on an unk date, and underwent sharp debridement for the necrotic tissue.